Manufacturer narrative:
The customer¿s report that there are connection issues was not confirmed. Visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the maxzero component; a secure connection was identified. A definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
The reported feedback suggests that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.